Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in the abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year nine months of post deployment, the patient complaints of occasional abdominal pain for six months, an x-ray abdomen kidney, ureter, bladder (kub) was revealed an inferior vena cava filter remains in place. Around, two years later, computed tomography (CT) abdomen was revealed that the tip of the filter was cranial and abuts the anterior wall. The struts are intact without evidence of dislocation. Almost all the struts are seen piercing through the vena cava walls. There was no invasion of the adjacent structures. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2018), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in the abdomen; however, the current status of the patient is unknown.